Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the application by spraying or by dripping? Was the airless spray tip used? Was the tip properly connected? If the tip used is laparoscopic tip please indicate how many units of airless spray tip came with the original packaging? How many times was the tip changed? Any leakage has been detected? If yes, which part of the device (specifically) was the product leaking out? Will the tip spray applicator be returned for evaluation?

Event description:
It was reported that a patient underwent a hysterectomy procedure on (B)(6) 2020 and fibrin sealant was used. The surgical technician could not get the tip spray applicator off. The technician had to use hemostats to get it off. The procedure was completed with this device with no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA 7/24/2020. Additional information: d4, h4 ¿ the actual device batch number associated with this event is not known. The following possible batch numbers: lot#2413896: the manufacturing date is mar 20th ~mar 25th 2019. The expiration date is march 20, 2022. Lot#2451938: the manufacturing date is jun 08th ~13th 2019. The expiration date is june 8, 2022. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.   This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==> (B)(6). Additional information: d4 - the actual device batch number associated with this event is not known. Two possible batch numbers are reported as follows: 2451938 & 2413896.